Manufacturer narrative:
Please note UDI number is not available at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-05781. It was reported the patient was admitted to the hospital on (B)(6) 2018 due to blood clots following a drg trial lead removal. It was noted the patient has a history of blood clots. The patient was prescribed blood thinner medication to resolve the issue.